Manufacturer narrative:
Three photos were received for evaluation. Visual inspection found the tube to be partially broken between the tube and the flange. Additionally, one tracheostomy tube was returned for evaluation. Visual inspection of this sample has found the tube to be broken partially where the welding area is between the flange and the tube. Prior to packaging, a sample of 32 units were taken to perform a visual inspection to verify for broken tubes near to the welding area; no discrepancies were found. Production performs a 100 percent visual inspection of devices in order to ensure that the flange is properly welded to the tube, and to ensure that the gap between the flange and the tube is within specification. The customer complaint has been confirmed and the problem source has been determined to be unknown.

Manufacturer narrative:
Foreign (report source): (B)(6).

Event description:
Information was received that the flange of a smiths medical portex blue line uncuffed 15mm connector tracheostomy tube cracked while in use with a patient. There were no adverse patient effects associated with this event.